Manufacturer narrative:
The device has been received for evaluation; however, the device has not yet been received. A follow up MDR will be submitted if the device is received.

Event description:
Received info that multiple occlusion alarms occurred. Reportedly, the customer's blood glucose level was not impacted.